Event description:
The facility representative reported a flo-gard infusion pump with a "plate" issue. This condition was found after use in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "plate" was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be pole clamp - physical damage. There was no repair made. Should additional information be received a follow-up medwatch will be submitted. Additional information: a service history review revealed that the device was serviced prior to this event, however, it was not sent into service for the reported condition of "unspecified pole clamp assembly issue". A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.